Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -10.00/+1.50/x088 (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -10.00/+1.50/x088 diopter implantable collamer lens in patient's left eye on (B)(6) 2015. Excessive vault and shallow chamber was noted on (B)(6) 2015. The lens was explanted and exchanged for a shorter lens on (B)(6) 2015. This resolved the problem. Ucva is 20/24.